Manufacturer narrative:
No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the pump alarms no disposable, clamp tubing" with cassette attached. Upon restart, the pump alarms ?no disposable, pump won't run." Settings were reviewed, pump was turned off and tubing clamped. Cassette was removed and tubing massaged while pressing green flow stop down. Air bubbles are present in the cassette tubing. Cassette tapped on a hard surface and attached. Pump turned on, settings reviewed and upon restart, alarm returns. Process repeated and alarm persists. Patient not affected. No patient injury. No additional information.